Event description:
The patient experienced power elevations and was readmitted. The patient received medication and was listed 1a for transplant. The patient received a transplant on (B)(6) 2013.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.